Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. The patient has a short angulated aortic neck and large in diameter. The iliac arteries appeared to be significantly diseased and short. The internal arteries were patent bilaterally. It was reported that during the index procedure, the stent graft was implanted in the left iliac artery. It was reported that there were bilateral distal type I endoleaks, the iliac artery was short and the stent graft had poor sealing distally. An endurant 16x16x82 extension was implanted on the left and an endurant 16x16x95 was implanted on the right resolving the distal type I endoleaks. Final angiogram showed that the stent graft was in good position with no endoleaks.